Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the product returned due to the end of the lending period without the locking screws. This was confirmed during the acceptance inspection. There was no patient involvement. It was reported that the issue was found during inspection. It was not found during use.

Manufacturer narrative:
H3) the spine clamp was returned for analysis. Functional testing determined there was physical damage. The knob / wheel was missing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.